Event description:
Customer reported blood glucose results of 54 mg/dl on a professional system and "something like 110" mg/dl within 10 minutes on the complete system. Customer reported symptoms for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
The event occurred in the (B) (6).

Event description:
Reporter stated that patient lost consciousness, due to hypoglycemia, immediately after obtaining a blood glucose result of 6.3 mmol/l, at 11:51 am, on the accu-chek mobile system. Reporter noted that, approximately 2 hours earlier, patient had breakfast and did not bolus any insulin to supplement her basal rate (total daily insulin = 22.1 units humalog). Patient's husband found her, at 12:00 pm, and tested her blood glucose on a compact plus system, with a result of 0.8 mmol/l. Based on this result, he treated her with tea, sugar, and glucagon. An unspecified time later, patient was taken to hospital and treated with "syrup," after which blood glucose reportedly measured 3.4 mmol/l, on a hospital device. No additional treatment was reported. The manufacturer requested the return of the suspect product for evaluation.